Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The covers were found to be out of alignment. The covers were re-aligned and the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that when extending the gantry, the system was making a grinding noise. It is also not docking correctly and it is denting the x-stage with the dins.